Event description:
Follow up information received reported that the patient's symptoms ('eye uncomfortable' and headache) were gone after the device was explanted. If additional information is received, a follow up report will be sent.

Event description:
Follow up information received reported that the patient had to be treated for urinary tract infections and urinary retention following the explantation. It was stated that the patient felt that these issues were a result of tissue/nerve damage (reported as "hurt the tissue or nerve.") In addition, it was noted that the physician stated that the explant procedure was "smooth and successful" and confirmed that the lead was broken by "staff" after being explanted. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Analysis of the implantable neurostimulator (serial# (B)(4)) found: a punchout hole in the #3 and #7 setscrew grommets allowed fluid ingress in the upper connector ports. The punchout holes did not occur at explant since the setscrews had not been loosened and the extensions had not been disconnected. The sealing rings between the #0 and #3 connectors and between the #4 and #7 connecters provided electrical isolation as seen by the fact that the fluid ingress did not pass by the sealing rings. Analysis of the lead (lot# 0205129129) found no significant anomaly. The lead was severely stretched at the proximal end and the outer insulation was torn under the #0 connector. The #0 connector was also pulled out of place. The condition of the lead is suspected to be due to explant damage. Analysis of the extension (serial# (B)(4)) found no anomaly; however, there was a small amount of wear (cosmetic depression) in the insulation that was strictly cosmetic in nature with no impact on the functionality. Analysis of the extension (serial# (B)(4)) found no significant anomaly. There are several cosmetic cuts in the distal end molded rubber near the #3 connector. This is suspected to be explant damage. Analysis of the lead (lot# 0205716036) found no significant anomaly. The lead was severely stretched at the proximal end and all the conductors were broken at their respective connector weld sites. The outer insulation was torn apart at the butt joint adjacent to the #0 connector. The lead was also severely stretched at the distal end and the #0 conductor broke at the #1 electrode area. The outer insulation was torn under the #1 electrode. The condition of the lead is suspected to be due to explant damage. Analysis of the anchor found no anomalies.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Product ID ,7482-51 lot# serial# (B)(4), implanted: 2012 (B)(6), product type extension product ID, 7482-51 lot# serial# (B)(4), product type extension product ID, 3487a-28 lot# 0205129129, implanted: 2012 (B)(6), product type lead product ID, 3487a-28 lot# 0205716036, product type lead.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient's therapy was ineffective for pain control. It was also stated that the patient thought that eye disease and a high intracranial pressure were caused by the stimulation therapy. It was reported that the health care provider (hcp) suggested that the whole system be removed so that they could do an MRI diagnostic test. It was noted that the patient was unhappy with their therapy and stated that they "don't get good results." It was stated that the patient does not have a contagious disease and that there was no injury to the patient. Approximately one week later it was reported that the patient was scheduled to have the entire system removed in one week and then a "diagnostic procedure, such as MRI" was going to be performed. Additionally it was stated that the patient wanted to "clarify that eye disease and high intracranial pressure are caused by stimulation therapy." It was also stated that the "device was a defect." Further information has been requested but was not available at the time of this report. If more information is received, a supplemental report will be sent.

Manufacturer narrative:
Product ID 7482-51, serial # (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3487a-28, lot # 0205129129, implanted: (B)(6) 2012, product type lead. (B)(4).